Manufacturer narrative:
Other health care professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited an electrical reset. The patient will be brought to the clinic for a device update. The crt-p remains in use. No patient complications have been reported as a result of this event.